Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that caps falling off of tube after centrifugation. The following information was provided by the initial reporter: customer problem: customer reports the caps falling off the tubes after centrifugation. Lot#: 2355374. Customer states the "lids pop off during centrifugation" caps falling off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that caps falling off of tube after centrifugation. The following information was provided by the initial reporter: customer problem: customer reports the caps falling off the tubes after centrifugation. Lot#: 2355374. Customer states the "lids pop off during centrifugation" caps falling off.

Manufacturer narrative:
The following fields were updated due to additional information: device available for evaluation: yes. Returned to manufacturer on: 23-may-2023. Bd received 5 samples and no photos for investigation. Five customer samples and 29 retention samples were were subjected to a 1st and 2nd stopper pullout test with satisfactory results; all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.